Event description:
It was reported that this right ventricular lead was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.